Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2016. Patient was advised to forget all bluetooth devices, kill all applications, restart the phone and re-launch the g5 application. No injury or medical intervention was reported.